Event description:
It was reported that shaft break occurred. The patient was diagnosed with acute myocardial infarction (ami), underwent cardiac catheterization and required coronary angioplasty. The 65% stenosed target lesion was located in the mildly tortuous and severely calcified first obtuse marginal artery (om1). A 6f runway 3.0 guide catheter was advanced, then a pt2 moderate support guidewire was positioned crossing the coronary lesion. A 2.00 x 20 mm emerge balloon catheter was advanced. However, upon crossing the lesion, a fracture was noticed at 2 cm in the hypotube. The device was removed intact from the patient's body, and the procedure was completed with a different device. No patient complications were reported.